Event description:
Pt wears soft contact lenses -parameters unknown- about twelve hours daily and uses bausch and lomb renu. Right eye became painful, red, sensitive to light, blurry. Pt presented to emergency room with the aforementioned complaints.